Manufacturer narrative:
(B)(4). The customer reported would swap liquid crystal display (lcd) panels. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not in use on a patient at the time of the reported event.